Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was under-delivering insulin. Customer's blood glucose ranged from 100 mg/dl to 400 mg/dl. Customer mentioned having to deliver more boluses to bring down high blood glucose. The customer's current blood glucose was 269 mg/dl. No troubleshooting was done on high blood glucose. Customer will not be returning the device for analysis.